Manufacturer narrative:
Patient demographics (age at time of event, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. This the third of four separate submissions from the same event. The other three are: (B)(4). It was reported that the patient had recently had a fall and that the surgeon discovered intra-operatively that the patient had an infection. Even though there was a complaint of an infection, no supporting lab results were given. Device history record review revealed nothing relevant to this event; no issues were found with the sterilization of this lot. The devices are supplied sterile. The contribution of the device to the reported event could not be determined as the device was not returned for evaluation therefore the complainant's event could not be verified. The most likely cause(s) of this type of event include non-compliance to the post-op protocol or post-op trauma to the surgical site as stated in the event description. The most likely cause of an infection is a nosocomial source or patient non-compliance with post-op wound care directions. This is the fourth complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Facility is not releasing device.

Event description:
It was reported that the patient had a left total knee arthroscopy procedure performed on (B)(6) 2014. The outcome was good. Tibial loosening was reported on (B)(6) 2016. It was also reported that the patient had recently had a fall. Surgeon planned and performed a revision procedure on (B)(6) 2016. Surgeon discovered intra-operatively that the patient had an infection. All arthrex devices from (B)(6) 2014 procedure were explanted and a temporary spacer was put in.